Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the etco2 power supply out of tolerance. There was no reported patient involvement.